Event description:
The dealer states that the device, at power up will run for 5 minutes, and then goes red light alarm. The device is also making an audible alarm, and then shuts down. The dealer states the unit had only 21 hours on it. No further information is available.